Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2025, the patient experienced a hyperglycemic event. Dexcom was informed of this event via a user report. The reporter stated that during the incidents patients were treated at the hospital for diabetic ketoacidosis, and that these patients were dexcom g7 users. No further information was reported regarding this event. There was no documentation of further medical evaluation or intervention. No other details were documented, at attempts to obtain more information from the reporter were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available. This report is related to (B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. This report is related to (B)(4).